Event description:
Patient had a stem loosening. The surgeon changed the stem and the associated head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding loosening (leading to revision) involving a hype scc 4 mini short col strd cmtls stm was reported. Documentary investigation: lot: 1407174a. Manufacturing order: (B)(4) : (B)(4) units manufactured no non-conformance observed for this lot. 24 units put on the market by serf in october 2014. No other complaints have been recorded on this lot. Technical investigation: product was not returned making technical investigation impossible. Conclusion: in the absence of more information, cause not confirmed. Corrective action/preventive action: no action is required.

Event description:
No new information.